Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient initials are (B)(6). Date of event: unknown. Two (2) unknown 3.5mm locking screws, partial part number is 212.1xx. Complete part number and lot numbers were not provided by reporter. Other number¿UDI: unknown part number, UDI is unavailable. The date of implant is unknown. The patient reportedly suffered the injury on (B)(6) 2016 which required the initial implant surgery. The subject device is not expected to be returned to the synthes manufacturer for evaluation. (B)(4). 510(k): unknown. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a revision surgery was performed on the left humeral shaft for non-union on (B)(6) 2016. The surgeon also reported that the patient had radial nerve palsy. The original implant date is unknown, but the original injury date was (B)(6) 2016. During the initial surgery one (1) 6-hole, 3.5mm locking compression plate (lcp), four (4) unknown 3.5mm cortex screws and two (2) unknown 3.5mm locking screws were implanted. The plate and all screws were explanted during the revision surgery. The patient was revised with an unknown 3.5mm lcp, four (4) unknown 3.5mm cortex screws and two (2) unknown 3.5mm locking screws. The revision surgery was successfully completed without delay. The patient's post-operative outcome is stable. This report is for two (2) unknown 3.5mm locking screws. This report is 3 of 3 for (B)(4).